Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The target lesion was located in the mildly calcified right coronary artery. After a 6fr guide catheter was placed, a 0.0014 guide wire crossed the lesion. Then a 16mmx4.00mm omega stent was advanced to the lesion; however, significant resistance was encountered. It was noted that the proximal of the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.